Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The medical team reported that they believe the reported event to be possibly related to the device and patient condition. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the past medical history significant for previous/recent stroke and cardiac disease. There are patient and procedural factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that the patient's wife and brother noticed that the patient was exhibiting signs of presyncope and confusion. They took the patient's blood pressure and glucose levels and brought him to the emergency department (ed) for evaluation. Diagnostic testing confirmed a cerebrovascular infarction of the right posterior, temporal lobe. The patient was maintained on anticoagulation until the stroke diagnosis was confirmed since he was initially believed to be exhibiting symptoms related to transient ischemic attack (tia) vs. Seizure. The patient reported that he recalled the event and was able to recognize his wife and brother but; was unable to recall their names. He was also able to hear audible commands but was unable to comprehend them. On (B)(6) 2016, a neurology consult deemed that no further brain imaging was required unless there was a change in neurological examination.the patient was discharged on (B)(6) 2015 with instructions to follow up at an outpatient neurology stroke center. No further information was provided.